Event description:
A patient underwent a port placement procedure using the x-port isp m.r.I. Post procedure while doing port removal after cycle completed that time x-ray was taken, and it was found that the catheter was broken and went to ra. Broken part was removed by interventional cardiology in other hospital. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, one image was provided for review. The image shows an x- ray of the port catheter in the left chest. The severed end appears to terminate at the junction with the subclavian vein. The port has been removed. The catheter segment that embolized to the right heart is not visible. Therefore, the investigation is confirmed for the reported catheter fracture, material separation. However, the investigation is inconclusive for the reported migration issue as the provided image was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the x-port isp m.r.I. Post procedure while doing port removal after cycle completed that time x-ray was taken, and it was found that the catheter was broken and went to ra. Broken part was removed by interventional cardiology in other hospital. The current status of the patient was unknown.